Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. Data download log was provided by the patient and reviewed for evaluation on (B)(6) 2016. A review of the data log confirmed the reported event of low transmitter battery alert on (B)(6) 2016. The data evaluation also confirmed a transmitter failure on (B)(6) 2016. The root cause could not be determined post investigation. The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and it was observed that the transmitter has no voltage. A review of the shared data log confirmed the reported event of low transmitter battery alert. The root cause could not be determined. Based on the investigation results this issue has been upgraded from non-reportable to reportable.